Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, a kink was discovered on the was. The physician completed the procedure with a new was and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.